Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The iesu was analyzed and the reported problem was confirmed using remotefe to see there was various hard fault such as u-02 happening dozens of times and multiple confirming as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system on startup unit displayed u-2 and screen got stuck on main screen displaying error message u-02. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator. This issue can be resolved by replacing the generator.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, user informed the technical support engineer (tse) that they encountered error u-02 on the erbe at the start of the case. The user replaced the erbe with the covidien generator, using a blue covidien activation cable, to continue with the procedure. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue occurred prior to starting-post anesthesia with ports were already placed prior to the event. The user was unable to use the erbe generator. The user used a blue cord that attached from the video console to a separate bovie (esu) unit to continue with the procedure.